Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulty deploying the suture; however additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 5f sheath prior to a thoracic endovascular aortic valve repair (tevar) procedure. Reportedly, with both proglide devices, during harvesting of the sutures, the whole suture came out of the patient. The sheath was upsized to 24f and the tevar procedure was completed. A surgical cut down was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.